Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to heart palpitation and elevated glucose on (B)(6) 2019. The customer's blood glucose value was unknown at the time of hospitalization. The customer was treated with intravenous fluid and insulin pump. The customer stated that she attempted to bolus and got no delivery alert and customer tried to resolve it. Assisted customer in performing a 5.0 unit fill cannula. Customer stated that the insulin exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.